Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a suture break occurred. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.